Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, small bowel obstruction due to failure of the mesh, mesh migration, dense adhesions of mesh to bowel, and abdominal pain. Post-operative patient treatment included mesh revision surgery and mesh removal surgery.